Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt receptacle was pulled from case, breaking #1, #3, #11 and black pulse wires. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.